Event description:
During routine wound debridement, patient had area that continue to bleed despite pressure being applied. Area was cauterized. Flame shot out and caught fire to nurse's sleeve of gown, gauze and patient's wound and periwound. All was immediately extinguished and ice applied.